Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused while delivering 90 ml of stem cells at 999ml/hr during therapy in unit 57. The set up was correct and verified by two registered nurses (height of bag, distance from pump to product infusing). The pump was programmed for 90 ml and when the pump alarmed infusion complete, 24.8 ml were left in the IV container which was then programmed and delivered to the patient. There were no patient injuries or medical interventions reported as a result of this under infusion event. The customer was informed that while infusing stem cells, it can be problematic due to extreme cold temperatures and the viscosity, which can directly impact flow accuracy. Additionally, exceeding 500 ml/hr flow rate settings when using sets with backcheck valves may influence flow rate accuracy or cause air in line or upstream occlusion alarms. Baxter is working with the customer to mitigate further occurrences.